Event description:
It was reported that the bd¿ syringe leaked past the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: liquid leakage occurred at the lower end push rod when inhaling the drug.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe leaked past the plunger. The following information was provided by the initial reporter, translated from chinese to english: liquid leakage occurred at the lower end push rod when inhaling the drug.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301942 and lot number 2105186. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, retained samples were examined by our quality engineer team. The retained samples did not display any signs of leakage. Based on the provided feedback, it is possible that the reported issue resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine.